Event description:
Devilbiss healthcare received a complaint of "won't suction and won't hold charge" involving a devilbiss suction device. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit was returned to devilbiss for evaluation. The root cause of the low suction condition was a torn umbrella valve and low volt/weak battery. Devilbiss has an active CAPA associated with the valve complaint.